Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was cut into four pieces and adhered to each other by solution. Several split cracks are observed on the lens. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. It is unknown if qualified associated products were used. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The instruction for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process the manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract extraction with intraocular lens (iol) implant procedure, dent or crack was found in the middle of the lens when it was inserted. The lens was loaded as normal, and it passed through the inserter with no noted issues. It was explanted and replaced with another at the time of surgery on the same session. No issues since.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract extraction with intraocular lens (iol) implant procedure, a cracked optics noted. The lens was explanted and replaced with another at the time of surgery on the same session. No issues since. Additional information has been requested.